Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing and inappropriate shocks during an unrelated surgical procedure. The health care professional (hcp) confirmed that magnet response programming was set to inhibit therapy, and beeper function was verified. In addition, a signal artifact monitoring (sam) event was stored due to electrocautery noise from the procedure. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No additional adverse patient effects were reported.